Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated overnight, the hour glass display occurred on the dexcom and then the sensor failed. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was unable to view their glucose values and stated an alert/alarm was not heard and the patient experienced high blood glucose levels and was vomiting. The patient's mother took the patient to the hospital at 9:00am on (B)(6) 2018. Treatment made at the hospital was an adjustment to the patient temporary insulin basal rate and the patient was monitored for 2 hours. No additional patient or event information is available.